Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin safety syringe. Customer reports that when putting the safety sheath back over the needle it completely came off resulting in a dirty needle stick.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.